Event description:
It was reported the stent prematurely deployed in a suboptimal position as the physician was positioning the stent for deployment in a broad based intracranial aneurysm. Another stent was placed across the aneurysm neck without any issue. There were no clinical consequences to the patient.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received it was determined that the middle cerebral artery bifurcation was tortuous, the physician did not maintain continuous flush between the stabilizer and the guidewire and resistance was felt between the microdelivery catheter and the stabilizer as the system was advanced distally to the aneurysm neck.

Event description:
It was reported the stent prematurely deployed in a suboptimal position as the physician was positioning the stent for deployment in a broad based intracranial aneurysm. Another stent was placed across the aneurysm neck without any issue. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis as it was implanted. From the information provided there is no indication the device was used against the instructions for use. Additional information stated that anatomy was highly tortuous and this likely caused or contributed to the premature deployment of the stent. Based on this information, it is likely friction built up inside of the stent system during advancement due to the excessive tortuousity, leading to the physician having to advance with excessive force and inadvertently moving the stabilizer independently of the microdelivery catheter. Based on the investigation and the information provided, the most probable root cause is operational context. Therefore, a root cause classification of operational context has been selected based on the anatomical procedural factors.